Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter mitral valve in valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to mitral malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too atrial has the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central mitral insufficiency; and lead to embolization of the prosthesis. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the cause of the adverse event was not confirmed, investigation results suggest/indicate in addition to procedural factors (manipulation of the devices, delivery system balloon burst), patient factors (calcified pre-existing surgical mitral valve) may have contributed to the too atrial placement of the initial sapien 3 valve and subsequent placement of a sapien 3 ultra valve during the viviv procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13577.

Event description:
As reported by our affiliate in (B)(6), a 29mm sapien 3 valve was deployed in a pre-existing non-edwards surgical valve by transseptal approach in the mitral position. The surgical mitral valve was reported to be calcified. During valve in valve deployment, the commander delivery system balloon burst when sapien 3 valve was about 70% inflated. The sapien 3 valve deployment position was also too atrial. The valve was not explanted. The decision was made to deploy a 26mm sapien 3 ultra valve. The results of the valve in valve in valve (viviv) were good. At the time of the report, the patient¿s outcome was good.